Manufacturer narrative:
Concomitant product(s): product ID: 3889-33, lot# va0rqwl, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
A manufacturing representative (rep) reported that there was erosion. The patient had a small opening were the implantable neurostimulator (ins) pocket was located. A healthcare provider (hcp) prescribed antibiotics or tried to treat infection, but the rep did not know if the patient ever did have an infection. The hcp revised the pocket on the day of the report, opened, cleaned the pocket, and then closed. The patient still had the same ins and pocket location. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The rep later reported that medical records had been requested to obtain additional information. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.